Event description:
It was reported that the patient was admitted with ventricular tachycardia and volume overload. Lactate dehydrogenase (ldh) had been up trending slightly for 3 days. Baseline low 400s, peak 519, and then down to 492. Recent subtherapeutic international normalized ratio (inr) but heparin bridged and inr 2.2 on (B)(6) 2026. The site was planning for bedside ramp for optimization. Log files were sent for review. The log noted a few unsustained power/flow elevations. Power and flow appeared to be trending upward. There were no other unusual events recorded.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.